Event description:
It was reported that during a lsh procedure, a small piece of the seal fell off into the patient. Piece was retrieved by using graspers. Continued to use the trocar to finish the case. There was no patient consequence.